Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's yaw pulley was broken near the proximal clevis. There was material missing due to this damage. Evidence not conclusive, but broken damage may be due to likely mishandling/misuse. An additional observation not reported by site was that the instrument's ceramic sleeve was broken. As a result, material was missing. The broken fragment was not returned with the instrument. Evidence not conclusive, but broken damage may be due to likely mishandling/misuse. There was a gouge present in the proximal clevis ultem, which probably propagated a crack around the ultem, causing the ultem to eventually break. Gouge was likely due to high force or collision with other instruments or sharp components, which caused the cracking and breakage. No other damage found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's yaw pulley and/or ceramic sleeve found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the plastic was cracked at the distal tip on the permanent cautery hook instrument. There was no report of fragments falling into a patient. No patient harm, adverse outcome or injury was reported.